Event description:
The customer called to report a frozen screen and the buttons not responding. Troubleshooting was performed, and the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board. Unable to verify the frozen screen due to the blank display.